Event description:
It was reported that the pulse generator exhibited backup vvi operation after being exposed to electrocautery during the implant procedure. After a software download, normal functionality resumed.